Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Balloon leak/rupture was not confirmed; however, shaft tear/leak was noted. Difficulty deploying the stent implant could not be tested due to the condition of the returned device. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat a lesion in the proximal left anterior descending artery. The 2.75 x 15 mm xience prime stent delivery system (sds) was advanced to the lesion; however, when attempting to pressurize to rated burst pressure, the balloon only partially inflated, at 2-4 atmospheres. There appeared to be a hole in the balloon. The sds was able to be removed from the partially deployed stent, but the stent was pulled back 3-4 mm out of the lesion. A non-compliant balloon was used to fully deploy the stent and a second unspecified stent was deployed to cover the lesion with an overlap of about 1-2 mm. The procedure was delayed approximately 35 minutes, but there were no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.the device has been returned for investigation. The investigation is not complete. A follow-up report will be submitted with all additional relevant information.